Manufacturer narrative:
A2: age at time of event - it was reported that the patient age was "elderly (over 65 year-old)". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The next day after event onset, the patient was hospitalized. The patient was treated with unspecified antibiotics. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.